Event description:
Reporter took test with a lab, reporter believes the machines did not test the test properly. Reporter has reason to believe the lab copy results were from another dna lab. The test was done with reporter's significant other. Please check systems for accuracy.